Manufacturer narrative:
Age at the time of event: (B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
I was reported that during a coronary stenting treatment procedure, a shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous left anterior descending artery. A 2.75mm x 12mm emerge balloon catheter was used to advance and dilate the lesion. However, the catheter broke in half. Both pieces were successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.